Manufacturer narrative:
(B)(4), date sent to the FDA: 1/26/2021. A manufacturing record evaluation was performed for the finished device ph2318 and no non conformances/ manufacturing irregularities related to the malfunction were identified. Additional h3 investigation summary: an empty opened foil, an empty winding former, a paper lid, a needle and a suture piece of product code vcp496, lot # ph2318 were received for evaluation. During the visual inspection of the needle, the swage and attachment area were noted to be as expected, the edge of the barrel hole could be observed with marks that appears to be by use of the surgical instrument and a suture piece still attached to needle. The end of the suture was noted with damaged caused by use of a surgical instrument and the other end was noted with a lineal cut. The condition of the sample received indicate an improper handling of the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch.it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/02/2020. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the initial procedure? Didn¿t know. What do you mean by "this suture was broken. The breakpoint in the junction between needle and suture"? Please explain. Did the suture got broken or did the device present pull off suture needle, or both event was occurred? Both event was occurred. Please confirm what is the event day and procedure date? Didn't know.

Event description:
It was reported that a patient underwent an unknown procedure in 2020 and suture was used. During the procedure, the suture broke, and also got detached from the needle. There were no adverse patient consequences reported. Additional information was requested.